Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported that a piece of the fiber optic blade cracked off and almost fell into patients lungs. The patient was intubated and the airway was blocked at the time of the issue. No harm to the patient was reported.

Manufacturer narrative:
Device evaluation: the vyaire medical quality team received the suspected device and performed a failure investigation. The defect reported by the customer was confirmed in the laboratory setting. The root cause of the reported issue has been determined as device misuse-missing/damaged component.